Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the successful implant of this transcatheter bioprosthetic valve the patient died. The cause of death was multiorgan failure due to sepsis. It was reported that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient's death. An autopsy was not performed and the device was not explanted. There was no pre-existing infection noted.